Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise and intermittent capture due to a fracture. The lead was successfully explanted and replaced. The patient tolerated the procedure well.